Event description:
Pharmacy manager called to report a needlestick. Employee had been stuck with a needle while dispensing bags of syringes. No medical attention was sought at the time. However, follow up call of 7/30/2002 confirmed the employee had in fact received a precautionary tetanus shot.